Event description:
Pt requested removal of breast implants, had had bilateral mammoplasty in 1979. On exam, both breasts were soft. Both breast implants were removed with open capsulotomies and insertion of saline implants. The left implant was ruptured. The right implant was intact.